Event description:
It was reported that the device was fired a number of times and bleeding occurred. It was reported that the cartridge was protruding from the device. There was no pt consequence. Another device was used to complete the case.